Event description:
The facility reported an infusion pump with failure code 570 which was reported to occur during biomed testing. The facility representative stated that no pt injury or medical intervention was reported on this pump since the last baxter service event.